Manufacturer narrative:
Per the report, "customer purchased blood pressure monitor through a pharmacy at the hospital less than a month ago. Customer noticed she was getting different readings at home versus at the clinic. Customer brought the monitor in, and nurses checked her blood pressure using her monitor and their own monitor. The medline blood pressure monitor reading was inaccurate." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per the report, "customer purchased blood pressure monitor through a pharmacy at the hospital less than a month ago. Customer noticed she was getting different readings at home versus at the clinic. Customer brought the monitor in, and nurses checked her blood pressure using her monitor and their own monitor. The medline blood pressure monitor reading was inaccurate."

Manufacturer narrative:
Update to annex codes c and d.